Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported failure to deploy the suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case it is possible that patient anatomy or user technique contributed to the reported difficulties; however, a definitive cause cannot be determined. The reported treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the right common femoral artery via 7fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the knot came out when removing the threads (sutures). Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 16fr and the tavi procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.